Event description:
According to the facility a 'protected tip from the cautery came apart while in use and was found in the abdominal cavity'.

Manufacturer narrative:
According to the facility a 'protected tip from the cautery came apart while in use and was found in the abdominal cavity'. No additional details are available. The actual sample involved was returned for evaluation however, a definitive root cause could not be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.